Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified common femoral artery (cfa). A 7.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found in the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified common femoral artery (cfa). A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.